Event description:
The customer contact reported a leak on an unspecified date, it was reported that an unspecified volume of solution leaked during manual filling at the user facility. The customer contact reported the vial was being filled with an unspecified volume of either dilaudid or fentanyl when solution leaked from the male adapter of the injector in the vial. The vial was replaced and the filling resumed. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.